Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 08-jan-2025: the customer called to report that they experienced a hypoglycemic event that required medical intervention due to announcing (bolus) a meal and waiting too long to eat. Per user, wife called paramedics after he lost consciousness with a blood glucose (bg) of 39 mg/dl that lasted approximately one hour and gave the user ice cream and 4-5 glucose tablets. When paramedics arrived, they did not administer therapy and observed the user's bg until it was back in-range.